Event description:
The customer reported that the battery compartment b was not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery compartment b was not working. There was no report of pt involvement. This reported issue could impact the ability of the unit to power up. The unit was evaluated at the philips. The reported issue could not be duplicated.